Event description:
Litigation papers allege the patient suffered physical injury and pain and will have to be revised. Update (B)(6) 2012 - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update (B)(6) 2013 - sales rep reported that the patient underwent revision procedure due to pain and loosening of the acetabular cup. There is no new additional information that would change the outcome of the investigation. Update (B)(6) 2013 - the sales rep reported the patient was revised to address a loose stem as well. The femoral stem is being added to the complaint. Patient's medical records were received on (B)(6) 2013 which also indicated the patient was revised to address stem loosening.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.